Event description:
It was reported that the implantable neurostimulator (ins) was set too high. The patient experienced soreness down her left leg and foot. The ins needed to be turned down. It was later reported that the patient was unable to change programs or ¿check the box.¿ the patient reportedly watched the dvd 3 times. The patient was able to sync the ins and then received the poor communication screen several times. The patient was found to be holding the programmer screen facing the implant. The patient turned the programmer around and was able to sync. The patient also had difficulty changing programs. The patient tried to increase stimulation on program 2 and saw a message to turn the ins on. The patient had not had felt stimulation since implant. The patient was on program 2 at 2.1 volts. After turning stimulation on, the patient was able to increase stimulation to 2.5 volts. The patient was incontinent. The patient had the trial 2 weeks ago. When the trial was on the left side, ¿it worked like a gem.¿ the patient knew when she had to go to the bathroom and had enough time to get there. It was also stated that the patient¿s shoulder hurt from reaching around her back. The patient wanted an antenna. It was later reported that the patient was having trouble with her patient programmer. The patient saw the stimulation off icon. The patient attempted to sync with the ins multiple times, but was getting the poor communication screen. The patient was told to hold the programmer over the ins for a few seconds after pushing the sync button. The patient was able sync and turn stimulation on. The patient did not want to make any adjustments; stimulation was where she wanted it to be. It was also mentioned that the tape residue was itching. Additional information received reported that the cause of the event was that the patient was unable to use the patient programmer. The patient was nervous to use the programmer at home. The patient was reportedly reassured and the ins was working well now. The patient experienced incontinence, frequency, and a yeast infection. The patient was reprogrammed and was not 100% improved.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va09e65, implanted: (B)(6) 2013, product type lead. (B)(4).